Event description:
Lead received with letter from ela complaince dept, and OEM report form from ela states that the lead was returned from the field because the screw would not deploy after about 50 times. The lead therefore was not implanted.